Event description:
Information received by medtronic indicated that the customer had hyperglycemia and was treated with insulin pump. Blood glucose value at the time of event was 500 mg/dl. Customer also had insulin flow block alarm. It was unknown whether the auto mode feature was active at time of hyperglycemia event. It was unknown whether the customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was not performed; however, the product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.